Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded battery cap contact.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 484mg/dl. Troubleshooting was performed. Instructed customer to give the device couple hours to rest and to call us back. After two hours, the insulin pump still have a blank display. No further information was provided.